Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a legal firm on 22-mar-2017 regarding a patient who was receiving unknown drug (unknown dose/concentration) via an implantable pump for and spinal pain and post lumbar laminectomy syndrome. It was reported there was catheter failure. The patient experienced cerebrospinal fluid (csf) leak and was hospitalized on (B)(6) 2014. Catheter explant surgery occurred on (B)(6) 2015. No further complications were reported/anticipated.